Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however the cause is unknown. One 35 cm stainless steel guidewire was returned for evaluation. An initial visual observation showed no blood residue on the returned sample. A microscopic observation revealed the outer coil was broken at the tip of the guidewire, however the core wire was observed to be intact. The fracture surface of the coil was observed to be tapered and granular in texture. A kink was observed approximately 1.8 cm distal to the undamaged end of the guidewire. While the complaint of a damaged guidewire is confirmed, the cause is unknown. Possible causes include damage during packaging, shipping, handling, or while in use. A lot history review (lhr) of rear0545 showed one other similar product complaint from this lot number.

Event description:
It was reported by the nurse that the tail end of the guidewire was not smooth; it had burrs on it. No patient involvement was reported.